Event description:
A report was received that the bsn field clinical engineer (fce) attempted to reprogram the pt but was unsuccessful due to the 10h0 error code. The bsn fce suggested for the pt to have an ipg revision, however the pt does not want to undergo the revision.

Manufacturer narrative:
Additional correction/removal reporting number for field (B)(4).